Event description:
While at the philips bench repair for a different issue, the bench technician observed the battery pins were bent. It was reported that the original alleged failure of the false asystole was observed while the device was in clinical use. However, no adverse patient impact was reported by the customer.